Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention products for the reported lot number. Retention devices were tested with qc cutoff standard (25 miu/ml) and high-hcg clinical urine samples (212.6-221.9 iu/ml) . Results were read at 3 minutes and all devices produced expected positive results. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Due to the limited patient and technique information available, a root cause could not be determined. Negative results can occur when testing very dilute urine samples, as they may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported the event on behalf of the customer. The patient received a positive result on a home pregnancy test. The patient then presented to the facility to confirm the pregnancy. A urine sample was collected and an hcg one step pregnancy test device produced a negative hcg result. A blood test was performed and produced a positive hcg result. Although requested, no additional information provided.